Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when opening the jaw, a pin comes out. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis replicate and confirm the complaint " pulley cover deformation." Failure analysis found the primary failure of grip torsion spring dislodged to be related to the customer reported complaint. The instrument was placed on the in-house system and the blade failed retract during initialization causing the instrument to fail self-test. The grip torsion spring was found to be loose/dislodged. As a result, the grips couldn't close fully during self-test, causing the blade to get exposed. The instrument was found to have a dislodged blade. Visual inspection showed that the blade was extended 13 mm outside of the blade garage. There was no bio debris found at the instrument tip. The root cause of this failure is attributed to manufacturing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Received additional internal information from failure analysis technician: "sorry, I somehow overlooked your email. The spring is, of course, attached to the input, so it is not possible for it to fall out as it is in an enclosed space. It was only dislodged from its designated spot where it was initially fixed. Regarding the risk of detached fragments, I would say there wasn¿t any. Nothing was broken or cracked¿only components were dislodged, and it is still attached to the instrument itself. "